Event description:
It was reported that this right ventricular (rv) lead was repositioned due to lead dislodgement and pacing was not delivered when required. This lead remains in service. No additional adverse patient effects were reported.